Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, upon deployment a commander delivery system balloon burst was noted. The physician immediately went negative on the in deflator. The valve was able to be successfully deployed and implanted. It was later discovered that the rupture occurred at nominal inflation atmosphere. There was no note of effusion or patient injury, and the patient is in stable condition. The perceived root cause of the event is thought to be annular calcium.

Manufacturer narrative:
Investigation is ongoing.